Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii (ft4) and the elecsys ft3 iii (ft3) assays on a cobas e801 module and compared to an unknown competitor method. No incorrect results were reported outside of the laboratory. This medwatch will apply to the ft4 iii assay. Please refer to the medwatch with patient identifier. Patient identifier (B)(6) for information related to the ft3 iii assay. Refer to the attachment for all relevant test data. The serial number of the customer's e 801 analyzer is (B)(4). The ft4 reagent lot number and expiration date were requested but not provided. The ft3 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The sample was provided for a preliminary investigation, where it was tested with the elecsys ft4 iii (ft4), the elecsys ft3 iii (ft3), and elecsys ft3 iii ver. 2 (ft3 v2) assays on a second e801 analyzer on 21-sep-2022. During investigations, the sample was also tested with the ft3 and ft3 v2 assays on a cobas e 411 immunoassay analyzer. The serial number of the e801 analyzer used for investigation is (B)(6). Ft4 iii reagent lot number: 600151, with an expiration date of 30-jan-2023 was used on this analyzer. The investigation is ongoing.

Manufacturer narrative:
A sample from the patient was provided for further investigations. The high ft4 and ft3 values generated at the customer site could be reproduced. Further investigation of the sample determined that it contains an interfering factor to the ruthenium component of the ft4 and ft3 assays. In addition, an interference against the streptavidin component of the ft4 assay was confirmed for this sample. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation could not identify a product problem.